Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an african american female patient, who's undergone primary breast augmentation with a 500cc mentor memorygel breast implant on the left breast, suffered left breast implant rupture, post-procedure. As a result, the patient underwent bilateral removal and replacement with two mentor gel implants on (B)(6) 2015. The replacement devices were the following: (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 6859759 sn: (B)(4) and (right) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 6847814 sn: (B)(4).